Event description:
Aptus was selected as an accessory device in conjunction with another manufacturer's stent graft for a prophylactic endovascular treatment. It was reported that the patient was experiencing abdominal pain, fever and diarrhea. It was determined the patient was suffering from bowel ischemia. The patient was hospitalized and given antibiotics and fluids, resolving the event. Per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.